Event description:
A report was received that the patient underwent a pocket revision after having discomfort at the pocket location. After the revision, the patient was reportedly doing well.

Manufacturer narrative:
Patient weight not available. Device remains in patient. This is a final report.